Event description:
It was reported that during preparation for a percutaneous transhepatic cholangiogram procedure, missing coating was noted. This 035/145/3mm amplatz super stiff guide wire was selected. During preparation, outside of patient, it was noticed that the mid-section of the amplatz guide wire coating was "shaved off." The procedure was continued with another 035/145/3mm amplatz super stiff guide wire. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint device was returned for analysis and the device was received with scraped coating along the wire. Visual inspection was performed and the entire length of the wire was examined and anomalies were observed. It was observed that the coating was severely scrapped (peeled) along the entire body and the distal end section slightly elongated. The device appeared to have been in contact with a sharp or metal object. The od of the device was measured at three locations where damage was not noticed, and the guidewire was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transhepatic cholangiogram procedure, missing coating was noted. This 035/145/3 mm amplatz super stiff - guide wire was selected. During preparation, outside of patient, it was noticed that the mid-section of the amplatz guide wire coating was "shaved off". The procedure was continued with another 035/145/3mm amplatz super stiff - guide wire. No patient complications were reported and the patient's status is okay.